Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient complained of no low back coverage. The cause was unknown. The patient was reprogrammed as a method to troubleshoot the issue; however, both leads were replaced and two new leads were placed midline to resolve the issue.